Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 3006705815-2019-04665. It was reported the patient experienced ineffective therapy with their scs system due to lead migration. X-rays indicated that both of patient's leads migrated. In turn, surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicated the patient underwent surgical intervention on (B)(6) 2019 wherein one of the leads was explanted and replaced. Leads were repositioned and secured. Effective therapy was established post operatively.